Event description:
The customer reported that he was hospitalized for low blood glucose levels, with a reading of 20 mg/dl. The customer stated that he had given a bolus and changed the infusion set prior to his blood glucose levels dropping. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was correct. Unable to complete the displacement or self tests due to black ink blotches on the screen. Advised that the insulin pump would be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No display anomalies were noted.